Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that smart remote manager compressor high temperature. A field service engineer conducted an inspection of the machine and replaced the faulty condenser fan. Additionally, a visual examination of the machine was carried out. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system refrigerator connected to the station is indicating that the temperature is increasing, currently at 47 degrees. There is a high-temperature warning for the compressor, which prevents any override or access to medications stored within the refrigerator. A customer indicated that the user was unable to provide medication, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.